Event description:
A malfunction was reported on the customer's pump, though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, but the call was dropped during the process. Technical support planned to follow up for further troubleshooting. Upon follow up malfunction code did not reoccur. Customer may continue to use the pump.